Event description:
Additional information received indicated that the device was explanted. No additional adverse patient effects were reported. Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient lost some weight and became thinner that the pacemaker can almost be seen through the skin where redness and swelling was observed. The patient advocate also mentioned that about six months ago, a red spot started and it was itchy and the device looked like it was sticking out more. There were no additional adverse patient effects reported. The pacemaker remains in service. .

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The pacemaker operated normally. The allegation was not confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient lost some weight and became thinner that the pacemaker can almost be seen through the skin where redness and swelling was observed. The patient advocate also mentioned that about six months ago, a red spot started and it was itchy and the device looked like it was sticking out more. There were no additional adverse patient effects reported. The pacemaker remains in service.